Event description:
It was reported that once the package was opened, the customer found that the tail end of the stent was ruptured. The customer immediately discarded it and there was no impact on the patient.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted the sample was provided with the original bard inlay box and pouch inside a large ziploc bag. The suture and pigtail straighter were not provided. When evaluating the sample the separation was located on the distal pigtail. The separation does not appear to be stretched or discolored. No other defects were evaluated in the sample. Although an exact root cause could not be determined a potential root cause could be user does not handle with care, bends sharply. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." "The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that once the package was opened, the customer found that the tail end of the stent was ruptured. The customer immediately discarded it and there was no impact on the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.